Manufacturer narrative:
¿The event date listed on b3 is reflective of the time zone of the country of the event¿.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The pump was reset, and the customer continued to use the pump for insulin therapy.